Manufacturer narrative:
(B)(4). The service engineer (se) inspected the device and found diagnostic codes relevant to the reported incident recorded in the ventilator's memory log. The se replaced the exhalation flow sensor (evq). The se performed extended self-testing on the device and all tests passed.

Event description:
It was reported that, during set up of the device, a 980 ventilator generated a constant alarm and an error message. The ventilator was not in use on a patient at the time of the reported event.